Manufacturer narrative:
Date of event issues were reported as follows: noticed implant device is very close to the skin/other side pops/can feel it come all the way out issue = "probably thinking maybe within the last 6 months"; pinches when sleeping sometimes = "within the last 3 months" (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported, with in the last 3 months (2018), the implanted device itself was very close to the patient¿s skin. They further noted that the implant was close to the skin because once, since implant, when they pressed on it the other side ¿pops¿. The patient could feel it ¿come all the way out¿. In addition, the patient reported that when they sleep, sometimes the device pinches the ¿inside of her¿. This had occurred within the last 3 months (2018). They wondered if the implanted device could be removed. The patient was to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.